Manufacturer narrative:
(B)(6). (B)(4). Investigation - evaluation: a review of the complaint history, device history record, specifications and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the clear extension tubing exiting the purple hub had a visible hole adjacent to the purple hub and a 49.6 cm of catheter remained. The product was returned with a clear connector connected to the hub that could be readily screwed on and off. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Risk mitigation activities are being investigated further through CAPA investigation.

Event description:
Information was provided that leakage occurred at the hub of the PICC. The PICC was removed and a new PICC was placed in patient. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Information was provided that leakage occurred at the hub of the PICC. The PICC was removed and a new PICC was placed in patient. No adverse effects to the patient were reported due to this occurrence.